Event description:
This mfg report 2249723-2023-03000 is being cancelled as it was created in error. The chip replacements are performed every 8 years and they are a part of the normal maintenance sop.

Manufacturer narrative:
This mfg report 2249723-2023-03000 is being cancelled as it was created in error. The chip replacements are performed every 8 years and they are a part of the normal maintenance sop.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units device statistics were reset to 0.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.